Manufacturer narrative:
Per the tandem user guide "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose (bg) level was 315 mg/dl. Customer administered a correction injection to address bg level. Customer primed the tubing to address the issue and resumed insulin delivery.